Event description:
It was reported that the right ventricular (rv) lead was explanted due to unknown issue approximately two years post implant. No additional adverse patient effects reported. Product will not be returned.